Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported device result/lab inr was> 8.0/4.1. The patient's coumadin was changed. The device was replaced and requested to be returned for evaluation.